Event description:
"Heat generation during the operation" was noted on customer repair order. On follow-up, it was reported that due to the heat generation during the surgery, the surgeon had to wrap the motor and attchement with linen.